Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that damage to the pump housing caused difficulty removing cartridges. There was no reported adverse impact to customer's blood glucose level. Customer declined to provide additional information.